Manufacturer narrative:
Due to character limitation e1 initial reporter name and the full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had horizontal lines on top display lcd. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue replaced the display top lcd assembly. Display test passed in the service mode. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.